Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular lead was explanted and replaced as it perforated the heart wall. This perforation was confirmed with x-rays and the lead showed loss of capture due to this issue. The patient suffered from chest pain. This lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted and replaced as it perforated the heart wall. This perforation was confirmed with x-rays and the lead showed loss of capture due to this issue. The patient suffered from chest pain. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. The analysis results are included below. The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tissue entwined in the helix. The lead passed pressure testing and all electrical testing. Laboratory analysis was unable to confirm the failure-to-capture and perforation allegations. This based on normal lead resistance measurements, a passing hipot test, inspection that showed no conductor issues and inability to confirm heart perforations with laboratory analysis. No evidence of device defect, malfunction, or abnormal damage was found.